Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned for evaluation. Device evaluation is anticipated but has not yet begun. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and a review of the event history log were performed, and there was no evidence of the reported condition found. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown malfunction occurred on a homechoice (hc). A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation and review of the event history log, a reload the set 201 alarm was found which was determined to be the alarm the customer reported. The cause of the reload the set 201 alarm was an issue with the o-rings. The o-rings were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.